Manufacturer narrative:
This report is being supplemented to provide additional information based on results of the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted including dents on and leakage from the scope connection cover, the bending section glue was separated, the control plate was deformed, the scope connection rubber ring was damaged, the biopsy channel was worn out, and there was insufficient light volume and angulation. However, these defects are not considered sever enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The requested data for personal information (initial reporter) cannot be made available due to restrictions imposed by the EU general data protection regulation (gdpr, art. 44-49). The device is in quarantine and cannot be used, per the conclusion of the performed test, until cleared in a culture test performed after two complete cycles (including disinfection). Device is returned for further investigation, but is not available for evaluation as third party laboratory testing for microbes is being done. As such a definitive root cause of the reported complaint cannot be determined at this time. Date of return is not yet available. The customer has provided details of reprocessing carried out at the facility. Detergent used for pre-cleaning is aniosyme x3. Bedside pre-cleaning practice for endoscope at the user facility is using life partners europe. Detergent used for cleaning is aniosyme x3. Disinfectant used for cleaning is not provided. Peracetic acid and glutaraldehyde is not used. The biopsy valve, air valve, and suction valve are disinfected or sterilized with automation. The automatic endoscopy reprocessor (aer) is soluscope 4. The aer detergent is soluscope cln. The aer disinfectant is endodis paa. The endoscopes are stored in a soluscope storage cabinet. The maintenance company is anios.

Event description:
The customer carried out a routine microbial sampling of the device, as required by french regulations. The device was non-compliant as the operative channel tested positive for micro-organism psuedomnas aeruginosa. The user did not report any contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
Additional information has been received. Correction is being made to g2 by adding a value to other. This supplemental report is being submitted to provide this information. Olympus performed a culture sampling after reprocessing of device following the required instructions for use. The test results revivable microorganisms for all channels (injected volume and 100 ml, filtered volume 100 ml) were less than 1 cfu, which is below the target level. As such, the results obtained comply with the target level defined in the regulations of france of (B)(6), 2016.